Event description:
On (B)(6) 2022, call from a minor patient's guardian who claimed the minor might have received a false positive result for a rapid test completed on (B)(6) 2022. The patient's guardian claimed the patient was asymptomatic and that they completed an at-home binax test as well as another rapid test at their local (B)(6) the same day and both resulted negative. Guardian provided photo of the supposed at-home binax test the patient completed indicating negative results.' No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.